Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated the rubella calibration failed with error code on the axsym analyzer. The customer checked the reagent and calibrator expiration dates, mixed the calibrator and recalibrated the assay resulting in an acceptable calibration. No impact to patient management was reported.